Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose was 313 mg/dl. Customer stated that daughter will be treating with manual injection for now. Customer unable to troubleshoot due to she will be going to school. Customer will call back to troubleshoot when she returned from school. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.